Event description:
The customer reported that he was hospitalized due to low blood glucose levels. Prior to the event, the customer's bedtime blood glucose was 89 mg/dl. The customer ate a snack, then went to bed. At midnight, the customer's blood glucose was 26mg/dl. The paramedics were called, and his blood glucose was 28 mg/dl when they arrived. Troubleshooting was performed, and the insulin pump was programmed correctly. Found two alarms in the alarm history. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.